Manufacturer narrative:
(B)(6). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. When opening the package, it was found that there had been no product name label on the lower left position on the tray. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: a manufacturing record evaluation was performed for the finished device lot pgz232, and no non-conformances were identified. Additional device evaluated by MFR: it was received for analysis an empty opened foil and a winding former with eight parked needle/sutures combination of product code z712d, lot pgz232. During the visual inspection of the opened sample, the paper lid was not received; therefore, it was not possible determine if the product name label was missing. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of "that there had been no product name label on the lower left position on the tray¿.